Manufacturer narrative:
The state is (B)(6).

Event description:
The reporter stated that while using the coaguchek xs plus meter (serial number (B)(4)) on a patient the results of 4.3 iinr and 3.0 inr were obtained. The samples for those results were done on separate fingersticks a few minutes apart. A laboratory sample was drawn and the result was 3.0 inr. It is not known what reagent the laboratory uses. The reporter stated that the doctor did not change any medication based on these results, nor was any treatment provided. The patient's therapeutic range is 2-3 inr. The patient is not on any direct thrombin inhibitors or heparin. The patient does not have any antiphospholipid antibodies. The patient did not have any diet changes. The patient is feeling okay. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The relevant retention test strips (lot 23308611) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. A specific root cause for the event could not be determined. Product was not returned for investigation. There was no product returned.